Manufacturer narrative:
Qc result pre and post the event was within lab-established ranges. A bci field service engineer (fse) conducted the following: inspected the unit for proper fit and placement. Inspected cleaned the flow-cell and all electrodes. Replaced the na reference electrode with na electrode. Primed the unit for 20 minutes. Ran three ise calibration; all results were within specification. Ran qc which was within specification. Ran patients and compared to earlier results which were higher and anion gaps acceptable.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The low anion gaps caused the customer to rerun the samples. The samples were repeated and higher results were obtained. Amended report was initiated. Patient treatment was not impacted by this event.